Manufacturer narrative:
Product event summary: at analysis it was noted that during calibration on the target tester the device generated an error and it was then further noted that the main board, battery flex assembly. Lead flex assembly, lower case, company logo label, bail cover, two ring covers and the battery drawer o-ring all need replacing, pending customer approval. The customer did not approve the necessary repairs and the device is being returned to the customer unrepaired.

Event description:
It was reported that the external pulse generator was returned with only the information that it "was not working" and it subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.